Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventuilator turned off unexpectedly. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that it was reported that the ventilator turned off unexpectedly, indicating unintended shutdown of the device, which represents reportable event. During further evaluation of provided information in communication with field service engineer it was determined, that on/off switch was faulty, which was observed during turning on the device to perform pre-use check. This issue is not safety related as it will be noticed during turning on or turning off the ventilator. It will not affect ventilation. The cause of the issue was determined as related to faulty on/off switch.

Event description:
Manufacturer's ref. #: (B)(4).